Manufacturer narrative:
Result: connector pin pushed in.

Event description:
It was reported by service report that the footboard was not working. No pt involvement or adverse consequences are reported.